Event description:
The customer reported that the system would produce exposures. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. One of the system's cables was reconnected. The system was then found to be operating as intended.